Manufacturer narrative:
There is no evidence of a device malfunction. Review of the pt's treatment data log files indicate that while the treatment was in progress, the operator increased the target weight to remove below the pt's estimated dry weight, resulting in excess fluid removal. Facility staff will provide add'l training to the operator and pt. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
Just prior to the end of a routine hemodialysis treatment, the pt experienced a hypotensive episode with mild tremors. A 600cc normal saline bolus was administered to the pt and treatment was ended. The pt's symptoms resolved and no other medical intervention was required.